Manufacturer narrative:
Block b3: exact date unknown, event occurred couple months prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's implantable pulse generator (ipg) had migrated causing difficulty charging. The patient underwent a procedure wherein the ipg was replaced with an MRI compatible and that the patient was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.